Manufacturer narrative:
Event date: exact date unknown, event occurred over two years ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded by the facility.